Manufacturer narrative:
Investigation conclusion: the customer reported complaint of the keypad being replaced due to an unspecified issue was evaluated. Test results identified that the ac indicator lights did illuminate on keypad after plugging in the power cord. All keys on the keypad were functioning as intended. No faults found. Device inspection: external and internal inspection was performed on (qty 1 gm p/n tc10013702). During internal inspection, the keypad was found with no signs of fluid ingress where the flex cable meets the circuit layer. During external inspection, the keypad was observed to have cracks at the bottom screw inserts. Root cause analysis: the root cause for the reported complaint of cracks on the keypad screw inserts was not identified. However, it has been identified that plastic part material (fr110) is susceptible to cracks or fractures when used with unauthorized cleaning products or cleaning methods. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 21-may-2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 09-dec-2020 and indicated that this device has not been previously returned for service. Review of the production failure records were performed beginning from the date of manufacture through present. The failure record showed one production failure record was opened for the source devices; however, it is not related to this complaint. H3 other text : only a keypad was provided for investigation.

Event description:
It was reported the front case of the pc unit needed to be replaced. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the front case of the pc unit needed to be replaced. There was no patient involvement.